Event description:
It was reported that the images on the 9800 system are distorted. It was also noted that the images are unreadable. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the high voltage cable assembly, and the high voltage tube cover. The system was tested and found to be working as intended and placed back into service.